Event description:
A consumer reports she does not have clear vision following intraocular lens (iol) implant surgery.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicted the product met release criteria there have been no other complaints reported in the lot number. Additional info was requested 04/13/2008 and 04/15/2008 by mail, fax and phone. Additional info was received 04/13/2008 and 04/18/2008. A completed questionnaire was received. This report was mailed to FDA on: 05/09/2008.